Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was noted on the implantable pulse generator (ipg)  due to chronic  high capture thresholds observed on the right ventricular (rv) lead. The ipg was explanted and replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.